Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was defective and did not make shoot when used during gastroplasty. Another product was used to complete the case. There was no patient injury.